Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the cardioplegia pump had no flow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
The user facility reported upon further testing of the unit, the unit starting working. The field service representative (fse) was unable to confirm the complaint. As a preventative measure, the fsr defrosted the unit, drained the unit and refilled it with water. The unit performed to manufacturers specifications and was returned to clinical use.

Manufacturer narrative:
The reported complaint was confirmed. Analysis determined the water was dirty. Per the customer the last time the unit was descaling was approximately one month prior which is in the instructions for use (IFU) requirement of 6 months. Daily/ weekly maintenance at the time of the event is unknown at this time. A MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. (B)(4).